Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms noted. Device had cracked case at display window corner, belt clip slot and battery tube threads and minor scratched lcd window.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 with diabetic ketoacidosis. She was vomiting, blood glucose kept increasing and tested positive. Blood glucose value was 480 mg/dl; treated with insulin drip. The customer was back in the emergency room at the time of the call. Blood glucose was 484 mg/dl; treated with manual injections. She experienced vomiting, chest pain and high heart rate. The drive support cap is recessed. The tubing had small air bubbles, no insulin leak was found and insulin was not expired. Insulin did exit the tubing with manual prime. The insulin pump passed the high pressure test. Customer stated that she received a no delivery alarm during a manual prime after the high pressure test. Customer was advised to change the entire infusion set and reservoir. She was unable to troubleshoot. Current blood glucose was 219 mg/dl. The insulin pump was replaced and returned for analysis.